Event description:
Information was received that when changing mix a smiths medical cadd ms3 infusion pump was noted to have the same volume remaining in the syringe. Pump was not alarming, and patient switched to backup pump to finish infusion. No patient injury resulted.